Event description:
During a remote follow up, noise resulting in oversensing and oversensing of myopotentials was observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.